Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 11feb2019. The reported complaint of the air flow accuracy & gas volume accuracy (tidal volume) being out of tolerance was not duplicated. Testing was performed and no fault was found on the returned exhalation flow sensor and air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. Philip's field service engineer (fse) replaced the air/exhalation flow sensors. The unit passed performance verification tests and returned to service after the repair was complete.

Event description:
Philips field service engineer (fse) reported that the exhalation flow accuracy was out of tolerance. There was no patient or user harm reported.